Manufacturer narrative:
(B)(4). Batch # n5796u. Additional information requested and received: did the device lockout; fired a few staples with no cut line and then stopped? Or, did the fully cut and partially staple (incomplete staple line)? Incomplete staple line. The analysis found that one pce60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that after an unknown procedure, when fired only some of the staplers came out and had to use the manual override to get jaws opened. Unknown what device was used to complete the procedure. There were no adverse consequences for the patient.